Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 316 cm from the top of the connector to the tip. The exposed glass tip measured approximately 3 mm and the tip was degraded. Fibers are consumable and meant to degrade. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to fully illuminate it, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the fiber would not fire. No other issues with the device were noted. The reported event was confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 20, 2020 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis console. According to the complainant, during the procedure, the laser fiber stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.